Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she put the battery in the insulin pump and the screen went frozen. The customer's blood glucose level was 224 mg/dl. The customer was assisted in troubleshooting. She also reported that there was no response from any button of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Peeled off keypad overlay and no damage noted on keypad traces. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due or verify keypad anomaly, and frozen screen due to critical pump error (open book image) alarm. .